Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the patient. Model # and lot# of coils used: model #: qc-2-4-helix, lot #, 7675567, dom: 8/4/2009, expiration: 8/1/2012. Model #: qc-2-4-helix, lot#, 7464783, dom: 5/19/2009, expiration: 5/1/2012. Model#: qc-2-4-helix, lot#, 7298039, dom: 3/28/2009, expiration: 3/1/2012. Model#: qc-1.5-2-helix, lot#, 7126387 (qty. 2), dom: 2/19/2009, expiration: 2/1/2012. Model#: qc-2-2-helix, lot#, 7668478, dom: 7/29/2009, expiration: 7/1/2012. Model#: qc-2-1-helix, lot#, 7142178, dom: 2/17/2009, expiration: 2/1/2012.

Event description:
Several coils were used in an aneurysm coiling treatment procedure. It was reported one of the implanted coils protruded through the aneurysm dome resulting in re-bleed. The hemorrhage was controlled and the patient was reported had severe left hemiparesis.